Manufacturer narrative:
Customer was phoned twice and emailed once, requesting she return the purely yours ultra breast pump base and ac adapter to ameda, inc promptly for investigation of allegation. Customer was shipped a replacement pump motor base and ac adapter on (B)(6) 2016. Customer has not shipped back the product that smoked during usage as of this date, (B)(6) 2017. If the product is returned to ameda after medwatch is submitted, a supplemental medwatch will be filed with the FDA.

Event description:
Customer contacted ameda, inc. To report an incident that occurred on (B)(6) 2016 while pumping witth the purely yours ultra breast pump in her car. She was using the car adapter at the time to power on her breast pump. Customer turned the pump on and before she could begin pumping, she noted white smoke emitting from the ac adapter port of the pump motor base. She turned off the pump. She reports the pump base felt very warm to touch. The customer denies any smoke inhalation, burn or injury. Customer reports there were no batteries inside the pump base when this occurred. The breast pump no longer powered on after this incident.